Event description:
It was reported by a neurosurgeon that he found some erosion of the lead in the area of the pocket during a prophylactic generator replacement. Diagnostic test were performed and the neurosurgeon indicated that high impedance was received. The surgeon decided not to proceed with the surgery leaving the pt implanted with new generator. Moreover, the surgeon indicated that the pt was seen in clinic for a follow-up and the impedance value was found to be 300 ohms after previously being high lead impedance. Further info was received from the neurosurgeon through a company rep indicating that the lead impedance at the time of the surgery was 7000 ohms. No x-rays had been performed and there is no further plan with the pt at the moment. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient was not able to feel stimulation. The report was that the patient (who has some learning difficulties) was saying that he had not been able to feel stimulation for some time, so at the clinic they turned up the output which was set at 0.75 ma to as high as 3.5 ma, and the patient still couldn't feel anything. System diagnostic tests were fine with lead impedances of 2347 ohms. No stimulation perceived either with the magnet. There were big gaps of information in the case notes so all were uncertain of when then battery change had taken place, although it was acknowledged that the replacement had taken place because the previous one had shown eos. What was found out was the following: first implant of a model 100 on (B)(6) 2000. Second implant of a 102r on (B)(6) 2005 (previous battery had run out). On (B)(6) 2006, 1.5ma (mag 1.75), on=7secs, off=30secs, dcdc=2 (smt) at a clinic visit in (B)(6) 2008, (no specific date), seizures reported so decision was taken to increase output - appears this was not done till next visit 2 months later. On (B)(6) 2008, 1.75ma (mag 2.0) same duty cycle, dcdc=2. On (B)(6) 2008, 2.0ma (mag 2.25) same duty cycle dcdc=2. In (B)(6) 2009, reported that seizures were better with improvement maintained at next visit on (B)(6) 2009. Visits continued after that until approximately (B)(6) 2011, when the patient had the device changed because of battery depletion- there was no comment about a change in seizure status. On (B)(6) 2011, a surgeon telephoned to ask advice because of a high impedance situation in theatre, but a normal impedance in clinic, but with the patient not feeling stimulation. The last time the patient was seen at the clinic, was in (B)(6) 2011, the output was set at 0.75 ma, and has remained at that level until ((B)(6) 2012) when they put the output up to 2.0 ma, even though the patient said he still could not feel stimulation. X-rays were suggested but not done at this time. Neurology suspected a problem with the old dual pin lead, so they said they would apply for funding. This was not done. This patient's case has been reopened for further investigation. The surgeon is to order x-rays and to restart the funding application process. It was very difficult for them to ascertain whether the patients seizures were actually any worse because no seizure diary had been recorded. The plan is now to see the patient again in two months, with the support worker given instruction to keep a clear and concise seizure diary.